Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos single board computer was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 system locked up and the touch screen and keyboard were unresponsive. No pt injury was reported.